Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) and atrial (ra) leads. Rv lead dislodgement was the suspected cause of both the ra and rv noise. The device was programmed to pacing only. The patient was stable. Related manufacturer reference number: 2017865-2017-05646..